Event description:
Catheter would not flush, patient had completed chemotherapy treatments so port was removed. Catheter found to have sheared off at clavicle 1st rib area with distal embolization to right atrium. Catheter removed by radioloygy at hospital . No adverse effects on patient.